Event description:
Additional information was received indicating that a replacement right ventricular (rv) lead was implanted to resolve the event. The patient was stable.

Event description:
During a routine device replacement procedure, increased capture threshold was noted on the right ventricular (rv) lead. The rv lead was explanted, however, a replacement lead could not be implanted due to patient anatomy. A replacement rv lead is anticipated to be implanted at a later date. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.